Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a occlusion alarm occurred. Customer's blood glucose level ranged between 215-240's (mg/dl). Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.